Event description:
Device malfunction: failure to deploy. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician using the starclose se device, attempted arteriotomy closure of an unspecified artery after an unspecified procedure. Reportedly, the clip did not deploy, it remained in the delivery system. It is unknown how hemostasis was achieved. There were no adverse patient effects reported. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received.